Manufacturer narrative:
This report is filed (B)(4) 2016.

Event description:
Per the clinic, the patient experienced discomfort and tinnitus with and without device use. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with a device during the same surgery.